Event description:
The manufacturer received information alleging ac port inoperative, enclosure top left chipped, mount screw bosses cracked, could not obtain logs due to ac port broken; no operational or blower hours recorded due to ac port broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. It was also noted that the unit could not be tested due to the ac connector being broken. The customer requests no repair to the device. Device will be returned to the customer unrepaired.